Event description:
According to the reporter: on having fixed the mesh, there was tension in one position. After fixing to another position, there was still tension. When the surgeon attempted to resolve tension, the mesh became torn. There was no injury to the pt.

Manufacturer narrative:
(B)(4).